Manufacturer narrative:
The insulin pump was received with moisture damage on keypad traces. All of the buttons functioned properly and no button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm after changing battery. Customer also reported that buttons were not responding. Customer's blood glucose was 129 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.